Manufacturer narrative:
A complaint of incorrect product in package was received from the customer. A device history record review could not be performed on model 47233e because a lot number was not provided by the customer. The root cause of this failure was not identified.

Event description:
It was reported that 1008-000-072 products were received rather than 47233e - gravity set 60dp ckv 2sms dehp free. The following information was provided by the initial reporter: material no: 47233e, batch no: unknown. It was reported the customer received the wrong items in the package. Bd acct executive 21 jul 2020 at 7:41 pm: we were supposed to send 47233e. What arrived was 1008-000-072. One box had the right product code on it 47233e, but the contents were 1008-000-072. Bd account exec: 21 jul 2020 at 3:29 pm: customer was in dire need of this product and we sent the wrong product. We did so w/ 2 cases, and 1 case said it was the right product with the wrong item in it. Bd account exec: 21 jul 2020 at 12:38pm: customer just called very disappointed as they said 3 cases of luer caps arrived, and it appears the wrong product was sent. It was a product # I don¿t see in our catalog, 108000072. Bd acct executive 21 jul 2020 at 12:24 pm: shipment arrived, but two of the cases were the wrong item, and one of the cases has a sticker as though it¿s the right item but has the same luers in the box.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 1008-000-072 products were received rather than 47233e - gravity set 60dp ckv 2sms dehp free. The following information was provided by the initial reporter: material no: 47233e batch no: unknown. It was reported the customer received the wrong items in the package. Bd acct executive (B)(6) 2020 @7:41 pm: we were supposed to send 47233e. What arrived was 1008-000-072. One box had the right product code on it 47233e, but the contents were 1008-000-072. Bd account exec: (B)(6) 2020 @3:29 pm: customer was in dire need of this product and we sent the wrong product. We did so w/ 2 cases, and 1 case said it was the right product with the wrong item in it. Bd account exec: 21 jul 2020 @ 12:38pm: customer just called very disappointed as they said 3 cases of luer caps arrived, and it appears the wrong product was sent. It was a product # I don¿t see in our catalog, 108000072. Bd acct executive (B)(6) 2020 @12:24 pm: shipment arrived, but two of the cases were the wrong item, and one of the cases has a sticker as though it¿s the right item but has the same luers in the box.